Event description:
It was reported that during a pneumatolytic enucleation procedure for benign prostatic hyperplasia, light was leaking at the beginning of the procedure possible cause by the fiber stability. Due to this, the procedure was completed using another device. There were no patient complications.

Event description:
It was reported that during a pneumatolytic enucleation procedure for benign prostatic hyperplasia, light was leaking at the beginning of the procedure possible cause by the fiber stability. Due to this, the procedure was completed using another device. There were no patient complications.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual and microscopic examination of the fiber identified a distal circumferential fracture (cf) and also, the fiber exhibited severe detritus (charred tissue) at the output window, which indicated that the fiber tip was buried into tissue during use. The review of the fiber card indicated that the fiber was recognized and fired. The fiber was functionally tested with the hene (helium-neon) laser fixture. The testing conducted did not identify signs of breakage along the length of the fiber. The functional testing conducted concluded that firing output rate was below the threshold for potential patient harm. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the reported fiber break (light leaking). It is probable that the debris adhesion identified on the surface of the metal cap contributed to elevated temperatures near the laser beam output window. Continuously elevated temperature can lead to fiber damages, including a distal circumferential fracture. A risk review was completed and confirmed that the event of glass cap distal circumferential fracture was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. A review of instruction for use (IFU) was completed. IFU instructs the user to maintain a working distance of 2 mm between the tissue and fiber tip during use and to increased irrigation flow by means of a saline pressure bag (set to 250 mmhg - 300 mmhg) to further increase liquid cooling effect to reduce fiber tip damage. Based on analysis result, the interaction between the user and device caused or contributed to the observed fiber damage. Therefore, an investigation conclusion code of unintended use error caused or contributed to event was assigned to this investigation for the observed glass cap distal circumferential fracture.